Event description:
The dealer states the coroner arrived at the home and the unit was allegedly not working. He reset the circuit breaker and the machine started to function again.

Manufacturer narrative:
The coroner reports the user had passed as a result of copd/chf. Manufacturer's circuit breaker was tripped and unit was alarming when the coroner arrived. The coroner reset the circuit breaker and the device continued to function. The coroner reported the consumer was on 4 lpm and advised the family o2 was a supplement and not life sustaining. MDR filed as a conservative measure.